Event description:
It was reported that the patient experienced erosion with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new aus at a later date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.